Event description:
The axera device was used to obtain access for a diagnostic procedure. After advancing the 0.32" latchwire, the tech attached it to the anchor of the device; however, per the physician's report, the tug test was not performed. Upon removal of the device, it was discovered that the 0.032" latchwire was left behind in the patient's leg. The physician attempted to retrieve the latchwire with hemostats, but was unsuccessful. A vascular surgeon was summoned to perform a cut-down and remove the latchwire. The patient remained in the hospital due to postponement of his interventional procedure until he stabilized following the vascular surgery. The patient recovered without further incident.

Manufacturer narrative:
A request has been made to have the device returned for inspection; however, it is being retained by the facility's risk management department and it is unknown whether it will be released for inspection. If the device is returned at a later date, it will be inspected and a follow-up report will be filed. A review of the device history record and non conforming material reports (ncmrs) for this lot and ncmrs from the last 6 months was performed. None have been initiated that are related to the reported problem of latchwire detaching from anchor. The axera access system IFU was reviewed and found to be adequate. Per step 4 (deploying the axera access device) of the IFU, "grasp the distal tip of the axera access device anchor firmly, and insert the latchwire into the distal end. Press firmly until it is completely latched. Note: confirm latch by tuggling firmly on the latchwire." The IFU describes required steps sufficiently and no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable rot cause based on available information is the user did not properly confirm the latchwire was attached to the anchor prior to use. The physician and technician have been re-trained by the arstasis representative.